Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed as the nozzle was replaced with a new one. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the air/water nozzle was clogged on the evis lucera elite gastrointestinal videoscope. The issue was found during reprocessing. The intended diagnostic procedure was completed with the same device and the evis lucera elite video system center. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. The reprocessing precautions had been reiterated to the users. During the evaluation of the device, it was noted the nozzle was clogged with dirt due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of the clogged nozzle with dirt due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that dirt accumulated and clogged due to inappropriate reprocessing after a previous procedure. The instructions for use (IFU) states the following: - preclean device and accessories immediately after each patient procedure. There is a possibility that residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. -flush water into a/w (air/water) channel of device during precleaning to remove clogging. - clean external surfaces of device with clean lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. - how to flush /remove detergent solution into/from a/w channel - presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure. Olympus will continue to monitor field performance for this device.